Event description:
It was reported that the procedure was to treat a de novo, mildly calcified proximal left anterior descending artery (lad) lesion. A xience stent was deployed. A 3.50 x 12mm nc trek neo rx bdc was prepped with no issues. Post dilation was attempted with the trek bdc, however a pinhole rupture occurred during the first inflation at 6 to 7 atm. There was no resistance during advancement. Post dilation was completed with the stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent and/or mildly calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.